Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to open. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent graft struts were partially deployed by perforating the sheath. The outer sheath was elongated and it was also fractured mid-way through the catheter which leads to confirmed results for outer sheath perforation, partial deployment and sheath fracture. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for sheath perforation, partial deployment and sheath fracture. A definite root cause for the event experienced by the customer could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit' and 'during release of the stent graft, the entire length of the flexible deployment system should be kept as straight as possible'. Regarding pta the instructions for use state: 'pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician'. Regarding accessories the instructions for use state: 'gain femoral access to the treatment site utilizing appropriate accessory equipment compatible with the fluency plus vascular stent graft delivery system' and 'insert a 0.035 inch (0.89 mm) super stiff guidewire of appropriate length'. The packaging pictograms indicate an introducer size of 10f. Regarding damage the instructions for use state: 'examine the delivery system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' H10: d4 (expiration date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.